Event description:
It was reported that pump displayed malfunction code malf 9 with fault ID 9-0x20f1 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if malfunction codes appeared again; caller acknowledged and understood these instructions.